Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the flow rate was too high. The root cause was determined to be the expulsor. The expulsor needed to be sanded/replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not display self-test/flow rate check. There was unknown patient involvement.